Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reports that after an intraocular lens (iol) implant surgery, the implanted lens has a green reflection. The patient is experiencing discomfort, tearing and photophobia. The patient has not received treatment. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Pictures present pseudophakic eye. Multiple opacification spots in a diffuse pattern are visible with a "grinish hue." Based on the static photos it is very difficult to determine the exact cause of the event. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on our observation of the attached photos, multiple opacification spots in a diffuse pattern are visible with a "grinish hue." It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).